Manufacturer narrative:
Concomitant medical products: dtbb1d1 crtd, implanted: (B)(6) 2015.

Event description:
It was reported that the patient developed (B)(6) and vegetative endocarditis. The crt-d system was explanted. No further patient complications have been reported as a result of this event.